Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant (B)(6) 2024. The patient was in sinus rhythm during the procedure. The left atrial appendage (laa) was measured with the orifice as 17x20mm, landing zone as 15x18mm, and depth as 20mm. The laa was noted to be heavily trabeculated and shallow in the 135 degree view. Sizing of the device was determined with transesophageal echocardiography (tee). During implant it was noted that due to the proximal and prominent trabeculations on the mitral side of the appendage, the device was required to be re-captured 3 times. The last attempt at implant was the deepest the device was able to sit. Close criteria were not satisfied as there was some discussion as to whether or not 2/3 of the device's distal lobe was past the circumflex in the 135 degree view. Two tension tests were performed and the device seemed stable. With consideration of past failed attempts of device implantation with non-abbott devices, the decision was made to release the device. On (B)(6) 2024 the patient returned to the hospital for a 6 week follow-up. Tee showed the device embolized to the descending aorta, distal to the aortic arch. The device was re-captured with a transcatheter snare on (B)(6) 2024. The patient was stable with no clinical signs or symptoms. The patient status was stable. No additional information was provided.

Manufacturer narrative:
An event of device migration and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes of device migration include device under sizing, device oversizing, device too proximal, device off-axis, and non-engagement of stabilizing wires. It was indicated that multiple re-captures of the device were performed during implant. Close criteria were not satisfied. Additionally, that the occluder was no longer in the appendage and had embolized descending aorta, distal to the aortic arch. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The reported improper or incorrect procedure or method was related to user technique as the user recaptured the device three times. Please note that per the instruction for use, amplatzer¿ amulet¿ left atrial appendage occluder, stated "note: the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath."